Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that a scoliosis patient underwent a spinal procedure using posterior fixation at t5-l3. The right side break-off setscrew at t8 could not be broken off during the final tightening and the screw stripped. The surgeon attempted to try other setscrews and could not succeed either. The procedure was completed without the setscrew being placed at that level. No patient complications were reported.